Manufacturer narrative:
(B)(4). Evaluation, conclusion: off label-unapproved or contraindicated use of device (implanting without a bifur).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported; however, it was noted that during a follow up visit the physician identified a type ib endoleak due to heavy calcification and the patient's anatomy; long and narrow neck. No intervention has been planned. No clinical sequelae were reported and the patient will be monitored by the physician. A review of pre-implant films revealed that the proximal neck was angulated 75deg maximum centerline. The max aaa diameter was 6cm; there was a long proximal and distal neck. The proximal neck diameter is 22mm and calcified, and the distal neck diameter is 15mm and is severely calcified and 2.5cm long. The right iliac is mildly tortuous. Post-implant images showed that three endurant tubes were implanted; from just below the renal arteries into the right common iliac. There is contrast seen in the distal sac, which appears to be from a distal type I endoleak. The distal stent graft od, within the distal neck, is approximately 15mm. There is approx. 2cm of distal seal length; the distal stent graft terminates just above the iliac bifurcation.